Manufacturer narrative:
. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit the fse (field service engineer) replaced energy sensor and board. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a patient with undercorrection following refractive treatment. During treatment there were multiple energy issues and treatment breaks. An enhancement is planned for the patient. Additional information received reported the patient's vision is not sharp in the left eye for reading and notes "ghosting." There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.